Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited airwater (aw)-cylinder and aw-tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 19 years since the subject device was manufactured. Based on the investigation results, although it was confirmed that foreign matter adhered to the air and water supply cylinders and air and water supply channels, it was not possible to identify foreign matter. In addition, due to the collapse of the nozzle, it is possible that the foreign matter could not be removed due to the failure to reprocess properly. The root cause of the foreign matter remaining on the device could not be identified. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.